Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof" h3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. According to the customer, the pump was exposed to water prior to the malfunction alarm occurring. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level ranged from 100-199 mg/dl.